Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2,1 auxiliary drawer 4.2 failed. A field service engineer (fse) inspected the back of the auxiliary unit and confirmed lights were functioning correctly. Pyxis was powered off, and all cables for drawers 4.1 and 4.2 were reseated and inspected, including row cables. After powering on, the fse logged into hardware test application, opened drawers 4.1 and 4.2, tested cubies, and ran a full drawer test on 4.1, saving results to the d-drive. Also found main drawer 2.1 had some failure and inspected all full height drawers for medications and debris between cubies and none found. The scanner base was checked for looseness, and all hh front panels were inspected for loose screws. Pyxis was rebooted, and the customer successfully recovered the failure to auxiliary 4.1. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 and 2.2 failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.